Event description:
After leaving the procedure room following the initial implant of the device, the device was unable to be interrogated and an error message appeared. The device was explanted and replaced successfully and the patient was stable with no consequences.

Manufacturer narrative:
Upon receipt, the device was interrogated and an error message was displayed. The device image was saved, and analysis of the device image indicated that memory corruption occurred. Further testing was performed by reloading the product code and all tests results were normal, and the memory corruption could not be reproduced. The reported event of an inability to interrogate the device was confirmed. Based on this information, abbott is performing further investigation.